Manufacturer narrative:
(B) (4). (B) (4). The second xience v rx 3.0 x 18 mm (part#1009541-18/lot#9122242) mentioned is being filed under the same manufacturer number. In this case, there no report product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported patient effect and the relationship to the device, if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Adverse event: allergic reaction. Time of adverse event: post stenting procedure. Device issue: none. It was reported by the patient that on (B) (6) 2010, two rx xience stents were implanted. She reports that shortly after the implanting of the stents, she began to experience an allergic reaction. She described her symptoms as itching and burning on the face, like after lying the sun too long. The reaction is localized to her face only and is being treated using ointment/cream prescribed by her dermatologist. There were no reported adverse patient sequelae. No additional information was provided.